Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the customer that in 2009, during a knee replacement, the stimucath was placed via femoral vein. The device remained in place for a couple of days. The next day, approximately midnight, the anesthesiologist (on call) attempted to remove the stimucath. When the catheter was removed, it was discovered that the sheath was removed intact; however, a portion of the catheter broke off and remained in the patient. At this time, an orthopedic surgeon was notified and made the decision to remove the remaining portion surgically. The surgery was postponed several days due to other hospital emergency cases. As a result, the catheter was removed by the orthopedic surgeon at the bedside four days later. There was no lasting harm to the patient and he was subsequently discharged.